Manufacturer narrative:
The presence of the k antigen was confirmed on crrs, lot g149. Advised customer the kell antibody may be igm as opposed to igg. Requested the customer perform tube testing at immediate spin and with a 15 minute room temp incubation and observe reactions. Customer stated there was no additional sample for testing it is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported an unexpected negative antibody screen on a sample containing a kell antibody when tested on the abs2000.